Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood and charred tissue were observed. The silicone coating on both the hot and cold jaw was observed to be peeled, and detached at the tip of the cold jaw. The detached silicone was not returned. The silicone on the hot jaw was also observed to have been burned. The heater wire was also observed to be flexed at the center of the hot jaw, while remaining attached at the tip and base. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the results of the evaluation, the reported failure modes "device remains activated" and "fire" was not confirmed, yet the analyzed failures "thermal decomposition of device", "bent wire" and "peeled jaw" are confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro seemed to not be functioning properly. The harvester removed the device from the patient's leg and noticed smoking from the jaws. A spark was noticed and the tip caught fire. The power cable was removed from the power box and the jaws were wrapped in a wet towel and the fire was extinguished. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro seemed to not be functioning properly. The harvester removed the device from the patient's leg and noticed smoking from the jaws. A spark was noticed and the tip caught fire. The power cable was removed from the power box and the jaws were wrapped in a wet towel and the fire was extinguished. A replacement device was used to complete the procedure. The hospital did not report any patient effects.